Event description:
Reporter indicated that a vns patient's generator was explanted "due to skin breakdown on steroids." The patient has since passed away (see manufacturer report # 1644487-2007-01691). Good faith attempts for additional information have been unsuccessful to date.